Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine assay, 1 patient sample tested with sodium (na), and 1 patient sample tested with cobas integra glucose hk gen. 3 on a cobas 6000 c501 module. Sample 1 was tested for creatinine: initial result: 2.1 mg/dl. Repeat result: 0.8 mg/dl. Sample 2 was tested for na: initial result: 166 mmol/l. Repeat result: 133 mmol/l. Sample 3 was tested for glucose: initial result: 36.4 mmol/l. Repeat result: 116.1 mmol/l. The customer questioned the initial results and repeated the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The glucose reagent lot number was 754374 with an expiration date of 31-jan-2025. The lot numbers and expiration dates of the na electrode, and the creatinine reagent were not provided. The field service engineer visited the site and found a leakage in one of the rinse tubes leading to an inadequate liquid removal from the cuvette. He replaced the rinse tube. The root cause was due to a leaking tube in the rinse unit. The service actions (replacing the rinse tube) resolved the issue.